Event description:
When the surgeon was part of another surgical practice in another state, surgeon had one pt with a 1st time uneventful lumbosacral discectomy. On post-op day 9, the pt developed a severe spinal headache. A myelo-CT scan was performed and, at reoperation, a pinhole was found on the dura in the middle of laminotomy. Dr ruled out the myelogram as cause for the dural defect (performed at a different level), but offered that the dura had been possibly abraded with an instrument (e.g. Backside of a kerrison).